Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaint reported from this lot. All available information was investigated and a definitive cause for single leaflet device attachment could not be determined in this complaint. The reported poor image resolution was due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted restricted posterior leaflet and a rotated heart which resulted in visualization challenges. The first clip was successfully deployed. A second clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the second clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). A third clip was deployed to stabilize the slda and further reduce mr. Three clips were implanted, reducing mr to 1+. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.